Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It is reported that the abutment was loose in the implant.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
The reported device was returned and the reported event could not be verified as the exact details of device usage and the patient¿s anatomical conditions were unknown. Based on the evaluation the device malfunction could not be verified. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Device history record (DHR) review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A lot specific complaint history review is not conducted for psp complaints as patient specific products have a unique one time use lot number. The reported event is related to the functional performance of the device but cannot be recreated without return of the screw. A definitive root cause could not be determined. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It is reported that the abutment was loose in the implant.